Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 582mg/dl. Customer stated that they had blood loss and had issues like change sensor, calibration not accepted. Customer¿s current blood glucose was 382mg/dl. Customer declined troubleshoot for high blood glucose. Products will not be returned for analysis.